Event description:
It has been reported to philips that the allura xper fd20 system does not start after the software update. The device was not in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed that device did not start. Upon functional test equipment would not start because one of the emergencies stop buttons had been inadvertently pressed. Rse found no issue with the device and confirmed with customer that problem occurred due to user error. Once the emergency button is reset by the user, the device starts working normally and the warning closes. The issue did not reoccur based on service history review. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.